Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample from (B)(6) 2018 tested on the customer's cobas e 411 immunoassay analyzer. The customer submitted a patient sample from (B)(6) 2018 for investigation. Based on the data provided, the results for elecsys tsh assay (tsh) were discrepant between an e411 analyzer at the investigation site and the siemens centaur method. No erroneous results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e411 analyzer serial number used at the investigation site was (B)(4). Calibration and qc at the investigation site were ok. Based on the data provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. All values, generated with all types of analyzers, are around the lowest level of the respective reference ranges of the respective assays. The investigation was unable to determine a definitive root cause.